Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they had hyperglycemia. Customer's blood glucose level was over 600 mg/dl at the time of incident. Customer delivered a bolus. Customer stated insulin pump was not communicating with the transmitter. Customer was not able to calibrate. Customer was assisted with troubleshooting. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not activated at the time of high blood glucose event. The insulin pump will not be returned for analysis.